Event description:
New information received indicates that the patient was doing well post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2017 due to lead fracture.